Manufacturer narrative:
Patient information is unknown. This report is for a screw - unknown lot. Device remained in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ankle arthrodesis procedure on (B)(6) 2018, as the surgeon attempted to insert two (2) locking screws into the nail, there was a misalignment issue. The drill bit would not align with the nail. Surgeon decided to use perfect circle technique. The same drill bit was used to insert two (2) locking screws and the procedure was completed successfully. Post-operative radiographs were used to confirm the same. There was no surgical delay and the patient is reported to be in stable condition. It was reported that the aiming arm and guide wire worked fine when used in prior surgeries. Concomitant devices reported: 10 mm ti hindfoot arthrodesis cannulated nail (part# 04.008.066s, lot# 7423633, quantity 1). This complaint is for three (3) devices. (B)(4). This report is for a screw.